Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced elevated blood glucose (bg) levels while eating at a restaurant. The user noticed air in the infusion line and performed a complete supply change. After changing supplies, the user began to feel unwell despite their dexcom continuous glucose monitor (cgm) indicating bg trending downward. The user chose to disconnect from the ilet and administer a manual injection per prior healthcare provider instructions. The agent advised the user to pause the ilet for two hours before reconnecting and recommended checking bg and ketones per the ketone action plan (kap). The user declined ketone testing at the time but agreed to follow up. Later that day, the user confirmed that bg had decreased to 193 mg/dl approximately two hours after the manual injection, and insulin delivery was resumed on the ilet. The user declined further follow-up as they were traveling. No external assistance or medical intervention occurred.